Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body indicating a connection issue occurred. There was visual evidence indicating the insert chip was present during assembly on the female connector. There was no evidence of solvent on or in the threads of the main body. The reported connection issue was verified. The cause of the condition was determined to be due to inadequate solvent application during the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between transfer set and a minicap. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.